Event description:
It was reported that during equipment testing conducted at the user facility, the activation of the drill would remain stuck. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during equipment testing conducted at the user facility that the activation of the drill would remain stuck. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results. Upon completion of the manufacturer's device evaluation it was determined that the device attachment was difficult to remove. The event of the device stuck activated was reported in error, and it was determined that the reported event was an attachment issue and not an issue of the device remaining activated during use.